Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Investigation results: the returned orise proknife was analyzed, a visual evaluation was performed and the working length had a kink right near the device handle, and the electrode was also noted to be broken off and not returned. No other issues were noted. Based on all available information and the condition of the returned device, handling of the device as it is unpackaged or as it interacts with a scope could apply pressure to the device that can cause a kink. This could have affected the device performance and its integrity leading to an insufficient/loss of injection ability. The investigation concluded the most probable cause is adverse event related to procedure which indicates that the event occurred during the procedure and the device had no influence on the event. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history record (DHR) review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an orise proknife was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on an unknown date. During the procedure, it was difficult to push local injection with a syringe during the second half of the procedure. A bend was noticed on the handle side of the sheath. The procedure was completed with the original device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on the investigation results which revealed that the electrode was noted to be broken off.